Event description:
It was reported that a cassette was slowly leaking near the patient line connector. It was stated that the patient line connector had a sharp edge, which caused the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. All functional tests passed. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.